Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited noise reproducible with isometrics, oversensing, loss of capture, pacing inhibition, asystole less than 2 seconds, and high out of range pacing impedance measurements. The lead was found to have insulation damage, and at a routine device change out, this lead was surgically abandoned. No additional adverse patient effects were reported.